Manufacturer narrative:
Sex, age, weight and ethnicity unknown/not provided. Date of event- unknown/not provided. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the various equipment were reviewed and determined to include adequate warnings for medical complications. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that during cataract procedure the posterior capsule had a tear and a vitrectomy was required.

Manufacturer narrative:
Correction: it was initially reported that patient required vitrectomy as a result of the event however, additional information was received and doctor reported that the patient did not require a vitrectomy. Additional information: a3 - (B)(6) 1940 date of birth and gender female. B3 - date of event - (B)(6) 2021. H11 - patient's affected eye is right eye. The patient had monofocal sulcus intraocular lens (iol) placed instead of toric iol. Patient's postoperative vision is 20/25 with correction. No further reports will be submitted related to this case as a result of the new information received.